Manufacturer narrative:
The customer provided ventec with the device's multi-view report for review. Through analysis of this data, ventec observed that the device's pressure and volume were not set up correctly. Ventec then provided the customer with technical and clinical assistance. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported low vti levels was use error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's inspiratory tidal volume (vti) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter was not provided with the device's serial number.